Manufacturer narrative:
Evaluation confirmed that one jaw was broken off the instrument. The most likely cause for this kind of damage is overstress; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue. We cannot confirm.

Event description:
Allegedly, the doctor was performing a lower anterior resection of the colon when he noticed that the jaw had broken off the grasper into the patient. The doctor immediately retrieved the piece. Hospital reports that procedure was completed with no injury to the patient.